Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead noise could not be conclusively determined.

Event description:
During follow-up, inappropriate therapies were noted due to noise. X-rays confirmed fracture of the lead. The parameters of the lead were changed to resolve the issue. The patient will continue to be monitored by follow-up. The patient is well.